Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a suprarenal stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 3 years post initial procedure, an angiogram identified a 3b endoleak. The physician elected to reline the originally implanted devices with the alto abdominal stent graft system. The case went well and the patient was reported to be doing well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak of the distal main body and secondary endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type iiib endoleak of the distal main body is anatomy related due to the thickened aortic calcifications that were in that area. No procedure related harms for this complaint were identified. The final patient status was discharged on the first post operative day home. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.